Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash blood glucose meter. The customer obtained readings of 16.4 mmol/l, 5.7 mm/l, 14.3 mmol/l, 15.6 mmol/l and 14.4 mmol/l within a ten minute timeframe. Whenn plotting each of the readings against the average on a parkes error grid the results fall in the 'a' and 'c' zones. The 'c' zone result shows the difference to be clinically significant.